Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated revealing the battery status ok. The devices memory content was evaluated. No anomalies were noted. The evaluation of home monitoring data documented ineffective pacing. Thus, the pacemaker was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. Thereby the clinical observation was confirmed. The pacing capability was not available. The pacemaker was reset manually, and the therapy functionality retested. After reset the pacemaker was fully capable to deliver appropriate bradycardia therapy. Furthermore, a review of the memory content did not show any peculiarities. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion, the clinical observation was confirmed upon receipt of the pacemaker, however, the root cause was not determinable. In particular, after a manually triggered pacemaker reset the device proved to be fully functional. Based on the device behavior during analysis, a component damage of the pacemaker does not seem likely. Instead, external influences, like strong electromagnetic fields, could have possibly contributed to this event.

Event description:
This device was explanted due to no pacing and loss of capture.